Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) to breath delivery (bd) cable, which resolved the reported issue.

Event description:
It was reported that a ventilator stopped ventilation during patient use. The patient was removed from the device, manually ventilated then transferred to an alternate device without harm. There is no report of death or serious injury associated with this event.